Manufacturer narrative:
Na

Event description:
The customer reported that the unit went into unk restart and alarmed while in use on a pt. There was no pt harm reported. Respironics service technician was not able to duplicate customer reported problem. The service technician confirmed a diagnostic code in the ventilator log history that indicated that the unit restarted. The service technician also noted the unit did not have a successful est performed and advice the customer that not place the unit o n a pt until unit passed est. Final testing was performed and all tests passed to operating specifications.